Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that during infusion set change, he continues to get the rewind process. Customer states that endocrinologist recommends that pump be replaced. Customer also reports of being hospitalized due to low blood glucose, but not sure if low blood glucose was due to insulin pump. Customer was also requesting belt clip to be replaced. Call was transferred. No further information provided.